Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.the insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.(B)(4)

Event description:
The customer's father reported via phone call indicating that the insulin pump had damage and blank display. Customer's blood glucose was unknown mg/dl. The customer's father reports that the pump fell a strong shock. The customer stated the display is now empty and audible alarm is sounding. The customer stated that led flashes red and key is not responding. The customer tried to re-insert a new battery but the display remains blank. The customer was advised to leave the pump without the battery for 2 hours and then call back.